Manufacturer narrative:
No unexpected no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was no reservoir error even when reservoir was in the insulin pump during the load process. Customer's blood glucose level was unknown at the time of incident. Customer stated that they changed the reservoir but got the same results. The insulin pump will be returned for analysis.